Event description:
It was reported that since about one month, the mother noticed her daughter was not responding to sound so well as before. An accident or trauma is not known. The pt was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.